Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: during a procedure a drill bit broke. All broken fragments were retrieved. Additional information has been requested.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The device was measured and was found to meet specifications. The raw material papers were reviewed and were found to meet specifications. The microscopic view of the broken surfaces does not show any anomalies of material structure, what indicates material conformity as well. It is possible the drill bit broke due to a mechanical overloading during use and/or possibly was exposed to extended lateral stress, or made contact with other metallic parts. A material or problem related condition was not found.